Event description:
Some impedance readings were low; <50 ohms for some measurements. The patient experienced good test results; no actions were taken and the patient recovered without impairment. In 2009, the patient had a surgical revision of the extensions due to erosion; the extensions were explanted and replaced. Additional information has been requested, a follow-up will be sent if additional information becomes available.